Event description:
It was reported that the lead alert was triggered due to oversensing noted in the lead. It was later reported that the lead had a peak in impedance and there was external noise visible on all conductors. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the lead was not received for evaluation. Performance data were collected from the device and analyzed. There were two patient alerts for lead failure predictor; one on (B)(6) 2012. It was also noted there were five lead failure predictor high rate nonsustained episodes less than or equal to 215 ms average for the ventricular cycle between (B)(6) 2012.